Event description:
Pt previously underwent a pectoris excavation repair on 7/14/98 using the nuss technique using a stabilizing bar under the sternum. The bar shifted with a recurrence of the defect. The pt underwent a revision of the strut on 7/15/98. The bar shifted again requiring surgical repair on 7/29/98. This surgical repair was done following discussion with the dr and the company = cross-stabilizing bars were necessary to hold the main bar intact.